Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse performed a visual and physical inspection, which revealed a faulty power switch. However, the reported device failure was not determined by this field device evaluation, since the reported failure was not duplicated.

Event description:
The customer reported this ventilator device cycled power off and on , while in patient use. The customer stated no patient harm or injury was associated with this event.